Event description:
It was reported that upon using, the hub was found separated from the extension line. No injury or complications were found. Additional information received from the distributor on 1/4/2010, stated the separation was found around three days in use. Nothing took place to cause the separation, so the customer would like to know the root cause of the default. Additional follow up information received on 1/13/2010, from the distributor is as follows: the customer did not clean the hub. The customer found the tube was leaking blood so carefully wiped the tube. Then she found the connection between the hub and tube is separated automatically. The separation was found during fluid infusion.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.